Event description:
The patient reportedly experienced a decrease in performance. A decision was made to explant the device. The patient's ci device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.